Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
In the b5 it should note : it was reported that during a da vinci-assisted surgical procedure, the 8mm large needle driver instrument had a broken cable. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical, inc. (Isi) did receive 8mm large needle driver instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.